Event description:
It was reported by service report that the bed would not lower correctly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: harness cable #2 had to be replaced.